Event description:
It was reported that the patients battery reached end of life. No device malfunction was suspected. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg will not be returned.